Manufacturer narrative:
Other relevant device(s) are: product ID: 37022, serial#:(B)(4), product type: external neurostimulator. Product ID :b3301542m, serial/lot #: (B)(4), ubd: 29-sep-2023, UDI#: (B)(4), product type: lead. Product ID: b3301542m, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during stage 1 lead implant, reported one side tested good, buried lead and went to the other side implanted lead and found segment 2a and 2b >30,000 ohms. An attempt was made to resolve the issue, by replacing tablet, ens, cable and then lead. Caller reached out to tss after lead replacement, and now 2b and 2c are >30,000 ohms. It was decided to implant lead and check impedances when ins is connected. Caller needed to disconnect call - will email rep to get required information. Additional information was received from a manufacturer representative (rep) reporting that they were getting configuration not verified but this was resolved by re-clipping and positioning the test cable. The rep tested at home with a new lead and ens submerged in water and still replicated the high impedances on contact 2c (>10k ohms) even after letting voltage ramp up with impedance check. The rep was using a sensight lead and had swapped to a different tablet owned by the hcp. They added that a colleague and hcp had seen this before but appears to resolve itself after stage 2. The rep indicated that the cause of the high impedance was not determined. The high impedances on contact 2 persisted. Additional information was received from a manufacturer representative (rep) reporting that two enss were used. Manufacturer report #2182207-2022-00189 for related device.

Manufacturer narrative:
Continuation of d10: product ID 37022 lot# serial# (B)(6). Product type external neurostimulator product ID b3301542m lot# serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2022. Product type lead product ID b3301542m lot# serial# (B)(6). Implanted: (B)(6) 2022 product type lead product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory h3: analysis of the lead (B)(6), found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37022 serial# (B)(6) product type external neurostimulator product ID b3301542m serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead product ID b3301542m serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the manufacturer representative: high impedances resolved with stage 2 procedure.